Manufacturer narrative:
Evaluation of the returned smart coil revealed that the stretch-resistant component (sr component) was fractured, and the coil was unraveled. This damage was likely the stretching of the coil reported in the complaint. If the smart coil is forcefully retracted against resistance, damage such as this may occur. If the sr component fractures, the coil will become unraveled. The root cause of resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the m1 segment of the middle cerebral artery (mca) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, as the physician was trying to advance the smart coil through the microcatheter, resistance was experienced. The physician slowly pulled the smart coil out of the microcatheter and the smart coil stretched. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.